Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Device position and paper folder condition indicates that the device was mishandled at unknown point and cannula and paper folder impacted the seal area, therefore the sterile barrier was compromised as a result of a severe non-normal hazard after it was shipped to the customer.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the device was ¿coming out of the package¿. The device was not used on the patient due to the possibility of compromised sterility. There were no adverse patient consequences.